Manufacturer narrative:
Product analysis summary: the stent positioning did not meet specifications due to deformation of the distal wraps, resulting in the stent being stretched distally over the distal marker band. The stent had not moved distally as the proximal end of the stent was positioned at the proximal marker band. Deformation was evident to the 1st ¿ 4th distal stent wraps with struts raised and stretched. No deformation was evident to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was used during a procedure to use a resolute onyx rx coronary drug eluting stent to treat a lesion located in the mid lad. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered during advancement however excessive force was not used. It was reported that the stent could not pass the lesion and stent deformation occurred during positioning/advancement. The procedure was completed using a 2.75x26mm resolute onyx stent. The patient is reported to be alive without injury.

Manufacturer narrative:
The lesion was heavily calcified, exhibiting 80% stenosis. If information is provided in the future, a supplemental report will be issued.